Manufacturer narrative:
Qn#(B)(4). The customer returned an opened kit containing various components including one guide wire assembly, ars, and introducer needle for evaluation. Visual examination of the guide wire did not reveal any defects or anomalies. The guide wire contained no kinks or bends. The total length of the guide wire measured to be 454 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.790 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The IFU also states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was able to advance through the returned ars/needle and catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about the tip of the catheter within the vessel." The customer report of a kinked guide wire could not be confirmed by complaint investigation of the returned sample. The returned guide wire passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.